Manufacturer narrative:
The reported event was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Product not received.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility device was missing a trigger and only runs forward in both forward and reverse positions. .as this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility device was missing a trigger and only runs forward in both forward and reverse positions. .as this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.